Event description:
The facility reported a colleague infusion pump with a failure code of 813:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 813:01 was confirmed by baxter personnel in the pump's event history. The cause of the reported condition was found to be a cascade alarm. No repairs were made to correct the reported condition. A follow-up MDR will be submitted if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.